Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 56 mm diameter fusiform abdominal aortic aneurysm. It was reported that the patient expired and the cause of death is unknown. An autopsy was not performed and a death report is not available. No further information was provided.

Manufacturer narrative:
(B)(4).